Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure (batch no. B21578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sleeve gastrectomy and cesarean section. Concurrent conditions included hypertension, menses irregular and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (to remove the essure implant) and surgery (on (B)(6) 2017 underwent ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-sep-2018: quality-safety evaluation of ptc . Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure (batch no. B21578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric operation and cesarean section. Concurrent conditions included hypertension, menses irregular and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (to remove the essure implant) and surgery (on (B)(6) 2017 underwent ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and mr received. Events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)" added. Lot number, reporter added from pfs. Historical and concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.